Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a bending force was applied to the needle tube when removing the device from the tray, during pre-use inspection or when inserted the device into the endoscope. However, the exact cause of the problem could not be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the aspiration needle exhibited the snap lock joint failure. There were no reports of patient involvement.